Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a black wire (thread) around the haptic of an intraocular lens (iol), model pcb00. The wire (thread) was removed and a delay of +/- one minute was noted. The patient outcome was reported being smooth post op. Reportedly vision was good afterwards. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to inspect the device for particles, material deposits, damage, or other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.